Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. The indications for use was spinal pain indications. It was reported that the patient stated for the first week and a half post implant, it was working great, but now it was taking forever to get a bolus. The manufacturer's patient services specialist (pss) asked the patient to estimate in minutes how long they were waiting and the patient stated "less than 5 minutes". The patient stated they just requested a bolus. The patient stated sometimes the connection with the pump timed out and they had to start the bolus over. The patient mentioned that they were getting 12 to 15 boluses in a day. Pss reviewed this was normal functionality of the personal therapy manager (ptm) due to the volume of boluses they were requesting and they should continue to monitor the situation. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. It was reported that the device was stalling at 90 percent when connecting.